Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the functional end to end reconstruction of transverse colon in a colectomy procedure, when the surgeon tried to perform the 2nd firing, the firing stopped midway. The procedure was completed with another device. The tissue was not stiff or thick. There was no patient injury.